Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 430 mg/dl. Customer reported that they did not have continuous glucose monitoring at the time so my blood glucose went high. Customer declined to troubleshoot for high blood glucose. Customer stated he got it down he was not in auto mode or using sensor at the time. The insulin pump and other devices will not be returned for analysis.